Manufacturer narrative:
Date sent to FDA: 10/19/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2017 during which the surgeon noted omentum attached to the patient¿s prior hernia repair site, mesh adherent to the abdominal wall and within the hernia sac, and significant amounts of adipose tissue within the hernia. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.